Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6009972 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6009972 was packaging according to the wi version 98 and packaging in the multivac 14, on (B)(6) 2024, with a total of 30,000 units. Welding lot 4k02948 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on (B)(6) 2024, with a total of 30,900 units. Lot 4k02945 was manufactured according to the wi version 34, welding on machines ls24 & ls25, on (B)(6) 2024, with a total of 30,900 units. Gluing of connector lot 4k02894 was manufactured according to the wi version 37, gluing of connector in the line 3, on (B)(6) 2024, with a total of 31, 360 units. Lot 4k02895 was assembled according to the wi version 37, gluing of connector in the line 3, on (B)(6) 2024, with a total of 31, 360 units. Lot 4k02893 was manufactured according to the wi version 37, gluing of connector in the line 3, on (B)(6) 2024, with a total of 31, 360 units. Lot 4k02896 was manufactured according to the wi version 37, gluing of connector in the line 3, on (B)(6) 2024, with a total of 31, 360 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009972 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further action are required, this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.e activities.